Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during start up testing; however, when the speaker itself was tested, the speaker produced audible sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a fault related to the system board. The issue was resolved by replacing the system board. Although the speaker was found to be functioning, it was replaced per current process. The device was operational after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint investigation on a mx40 1.4 ghz smart hopping indicating there was a speaker malfunction error with no audio sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.